Event description:
The customer contacted baxter's technical service center to report a compact exchange device (cxd) does not spike the bags properly. The baxter technical service representative arranged for a swap of the device. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has been received by baxter however the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation.

Event description:
As the surgeon was performing shoulder arthroscopy, the 4mm shaver blade he was using expelled pieces of metal. ====================== health professional's impression======================the surgeon felt that the problem was due to re-processing of the blade by ascent healthcare solutions.

Manufacturer narrative:
(B)(4). The customer report of the compact exchange device (cxd) does not spike properly was confirmed and duplicated during testing. The spike carriage was revealed to be damaged preventing the spike carriage from being guided to the spike position after completing the unspike operation. The assignable cause for the reported issue was determined to be due to a damaged spike carriage. The device is non-serviceable and will be destroyed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.